Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) reported as occurring on episodes reviewed from today's device interrogation. The clinic was able to reproduce twos after paced events but cannot reproduce after intrinsic events as twos only appears following infrequent left bundle branch block (lbbb) rhythm. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.